Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep is meeting with the patient (B)(6) 2017 to interrogate the device and the healthcare provider was going to review imaging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an automobile accident on (B)(6) 2017. The patient had not charged since the day of the accident and believed that the ins battery was dead now. The patient believed that the battery pack was not where it typically was meaning that it had moved. The device was not working because it hadn't been charged and was probably dead. The patient thought that the battery pack was not properly connected anymore and possibly shifted. The patient was to follow-up with a healthcare professional (hcp). It was noted that during the accident, the patient had been sitting in a car waiting for someone and someone ran into her. At the point of impact, the patient was bending over cleaning the car, so she was not sure if something happened where the battery disconnected at that point. It was noted that the patient had an appointment at 11:30 on (B)(6) 2017, and that the patient had information for a manufacturer representative (rep) and would call the hcp to see about a rep being there. A conflicting date of (B)(6) 2017 was also given for the car accident. Additional information received from the rep reported that the following the car accident, the patient lost stimulation. The ins battery was dead. The rep was with the patient and/or hcp to do troubleshooting. The location of the loss of stimulation was in the lead location/paresthesia area and it was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the recharger was replaced and after that, the ins was able to be jumped and everything was working as intended. No further complications were reported.